Event description:
It was reported that post centrifugation of bd vacutainer® serum, the stopper of an unspecified number of tubes popped off resulting in sample leakage and exposure. It is unclear to what extent ppe was worn and if there was any post exposure testing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2025. Investigation summary : bd received 400 samples for investigation. Out of these, 29 samples were selected for functional tests, which revealed that 9 experienced a stopper defect during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that post centrifugation of bd vacutainer® serum, the stopper of an unspecified number of tubes popped off resulting in sample leakage and exposure. It is unclear to what extent ppe was worn and if there was any post exposure testing.